Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), vaginal discharge (" vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraines") and headache ("other injuries/symptoms: headaches") and was found to have weight increased ("other injuries/symptoms: weight gain") and weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia had resolved and the vaginal discharge, fatigue, migraine, headache, weight increased and weight decreased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date provide in pfs- (B)(6) 2011 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- previously reported event "injury" updated to "dysmenorrhea (cramping)", events- "dyspareunia (painful sexual intercourse), vaginal discharge, other injuries/symptoms: fatigue, migraines, headaches, weight gain, she did not undergo any essure confirmation test and weight loss", reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.